Event description:
Pt admitted to outside hospital due to seizures. Pt has a history of seizure and dilantin levels were low. Pt remains in hospital, while in dilantin levels stabilize. Ae related to pt's underlying disease not treatment with photon radiosurgery system.